Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the device was overheating. The context of the event was unknown and it was unknown if there was a delay in the procedure or what the patient outcome was.

Manufacturer narrative:
The device was received for evaluation and repair. Pre-repair temperature testing was not possible due to heavy corrosion. Analysis of the device found heavy corrosion of the housing and motor assembly with the motor bedded inside the housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.